Event description:
It was reported that a ventilator had a blank bottom display. There was no report of patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).